Event description:
The customer reported the images are too dark. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the workstation screen is very dark and replaced the screen. The system operates as intended.